Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the customer insulin pump had a keypad anomaly. The customer¿s blood glucose was 245 mg/dl at the time of incident. Customer¿s parent stated that the insulin pump buttons were unresponsive. Customer's parent also reported that the insulin pump was not dropped or bumped and it was not exposed to a change in altitude. The customer¿s parent was advised to have customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump was received with select button unresponsive due to moisture damaged on keypad connector and keypad traces at keypad connector. Unable to perform displacement test or self-test due to unresponsive keypad/button. Unit was received with moisture damaged on printed circuit board, cracked case along the side of the battery tube, scratched case and minor scratched lcd window.